Event description:
It was reported that the right ventricular (rv) lead appeared to be sensing two signals, adjacent to one another indicative of a possible rv lead that may have pulled back. A review of prior transmission data noted a difference in comparative sensing of the r-waves, where previously a single event was apparent now two were seen in similar sizes, indicative of a lead that might have pulled back. The rv lead was explanted and replaced.